Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss attempted to duplicate the reported issue and found no issues or errors displaying with the operation of the unit. The vacuum was checked and tested. The fss reviewed the error logs and found ¿124 122 fluidics dump valve fault; disable venturi or select next case¿ error. The fss was not able to duplicate the error that was indicated in the error log and indicated the error 122 was not related to the incident reported. The fss requested to test the tubing packs that were used at the time of the event but the surgery center discarded the tubing packs. In addition, the tubing pack lot number is unknown. Therefore, no testing and no manufacturer record review of tubing packs will not be evaluated. The fss proactively calibrated the vacuum. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Information in section f provided by the manufacturer. Additional information was provided in regards to the evaluation of the phacoemulsification machine. Testing showed that there is no problem with the system itself in relation to the calibration or the fluidics system. When reviewing the error logs, error 14 was noted and it was found that the error 14 was no effect on the surgery and it could not have led to the incident reported. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
In addition to the initial field service report, a 2nd level field service specialist, also visited the site location. The unit was tested by the distributor field service specialist (fse). The fse found no intermittent issues. Loose contacts or bad parts in relation to the reported incident reported. The error logs were reviewed again and found the error log had several priming failures that suggest the assumption that something was wrong with the tubing packs or something in-between the sensor and tubing. The tubing was not available for investigation due to the product was discarded. No failure was detected. A field service checklist was performed. The unit meets amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
The surgery center reported at startup of the phacoemulsification unit, there was a strange noise from the venturi pump. During the first prime and tune stage of the day, the surgery center indicated a 503- prime low vacuum error displayed. Due to the error displaying, the surgery center replaced the tubing pack. After the replacement of the tubing pack, the 503 error displayed once again. The surgery center restarted the unit and changed out the handpiece, sleeve and test chamber. The account was able to prime and tune successfully. The account stated the venturi pump made the same strange noise as it did at start up. During a cataract procedure, it was reported after the first break up of the cataract, there was no vacuum anymore and the patient¿s operative eye became very shallow and the surgeon discontinued the procedure. There was a significant delay as a result of the unit not having vacuum. The surgery center did not have a backup at site location; therefore, there was a delay time for a backup to be brought to the site. In addition, the procedure was not completed in the same day because of the condition of the eye. The surgery center reported the cornea was not clear anymore when examined behind the split lamp. The pupil is a little bit changed because the surgeon assumes a piece of the iris had a wound due to the tip was on the iris too long. At the time of event, the surgery center indicated the capsular bag is intact but too early in the stage to know if there has been any iatrogenic damage. Through follow up, the procedure was completed at a later date and a posterior intraocular lens was implanted with extra support of capsular tension ring. The visual acuity is 0.5+ with some descemet folds, well centered lens with no further abnormalities. The surgery center expects patient¿s visual acuity will improve.